Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. The catheter's tip remains within the patient. Based on the reported information, medical report and the instructions for use (IFU). These are some likely contributing factors: the patient's tortuous anatomy and small caliber of the navigating / treating vessel. Prior to use, unintentional miss handling of the device during removal from packaging, preparation or procedure. However, since the catheter was returned for analysis a definitive cause could not be identified or concluded. Per the catheter's instructions for use (IFU): never advance or withdraw an intraluminal device against resistance. Excessive force against resistance may result in damage to the device or vessel perforation. Always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment. Inspect the catheter, taking care not to touch or manipulate the tip prior to use as to verify that it is undamaged. During the procedure, retain the packaging coil for storage of the catheter when it is not in use.

Event description:
Medtronic received report that during a liquid embolic embolization procedure, the detachable catheter tip unintentional detached in the middle meningeal artery. The tip is not within the embolic material and is currently none obstructive. The patient is asymptomatic. The anatomy was reported to have been tortuous and small in diameter.